Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor error and the drive support cap was flush. Customer's blood glucose level was unknown at the time of incident. Customer stated that while changing the set and rewind the motor error occurred. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test, off no power test, basic occlusion test and prime/a33 test. The operating currents were in specification. Unit received with stuck motor error alarm loop during bolus/basal delivery, intermittent a35 and motor error during the rewind test due to corroded motor home switch. Unable to perform a21 error test, occlusion test, excessive no delivery test and the delivery accuracy test due to motor error alarms. Drive support disk was inspected and no anomaly was noted. Device had minor scratched display window, scratched case, scratched reservoir tube window and cracked reservoir tube lip.